Manufacturer narrative:
Conocomitant medical products: product ID 3093-28, lot# unknown, product type lead; other relevant device(s) are: product ID: 3093-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that ¿over 10 years ago¿ the patient went to the chiropractor and they went close to the patient¿s device and cracked their back. It was stated that after this they found out that the doctor broke a lead, so their device needed to be replaced. No further patient complications are anticipated or expected as a result of this event.